Event description:
This report is based on information provided by a philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro while at a bench repair facility indicating that the power button was stuck causing the device to shutdown. There was no patient involvement, therefore no health consequences or impact.